Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger did not charge the device despite the status light showing solid green when the ilet was placed on the charger; the user¿s caregiver confirmed attempts with multiple outlets and removal of clip and case, and a replacement charger was arranged. No adverse clinical symptoms reported. Outcomes included no impact to health and no alarms. Customer care agent provided support that included user troubleshooting and education. Investigation of this case revealed a suspected charger malfunction consistent with a device component performance issue affecting the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical malfunction of the charger.